Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unknown. Additional information was requested and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain how was the bleeding controlled? Was surgical or a hemostatic powder used? Was there any other action taken for the procedure? Did the procedure have to be converted to open? Did the patient need to have a blood transfusion? Did the patient need any different type of post op care due to the bleeding/oozing?¿ answer- unknown. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: a patient had complication collect from the patients who underwent breast reconstruction surgery with harmonic focus shears and narelle tissue expander, hemorrhage during hospitalization. The patient had complication collect from the patients who underwent breast reconstruction surgery with harmonic focus shears and narelle tissue expander, hematoma during hospitalization.